Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the drill did not work was confirmed. An assessment was performed on the device which found that the outer hose had a cut in zone 1, the device failed the sound assessment (actual reading: 79 db at 90 p.s.I. And 83 db at 120 p.s.I; specification: less than 75 db at 90 p.s.I. And 120 p.s.I) and the rotation per minute (rpm) assessment (actual reading: 61,400 rpm; specification: minimum of 75,000 rpm at 90 p.s.I.). It was further observed that the vanes were broken, the back plate was worn, and the drive shaft pin was bent. It was determined that the cut in zone 1 of the outer hose by the muffler was caused by the manufacturing fixture (tooling issue). This issue has been captured in a CAPA. It was also determined that the device failed the sound assessment due to the cut hose. The device failed the rpm assessment due to the cut in the hose and the broken vanes. The bent drive shaft pin is caused by exerting excessive force on the device while it is in use. The assignable root cause of this condition was determined to be due to user error. The broken vanes and the worn back plate are due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device drill did not work. During in-house engineering evaluation it was observed that the outer hose had a cut in zone 1 by the muffler, the device failed sound assessment, and rotations per minute (rpm) assessment. It was further observed that the vanes were broken, the back plate was worn, and the drive shaft pin was bent. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.